Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
The procedure took place due to chronic dislocation. Once the surgeon got exposure, the tray and poly were removed and the poly had medial wear.